Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: fail to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the vessel locator was deployed and the thumb advancer was advanced splitting the sheath. However, when the trigger was pressed it did not click and the clip failed to deploy. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.